Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up it was determined that the right ventricular (rv) apex lead had dislodged. The lead was repositioned, and remains implanted. No additional adverse patient effects were reported.